Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2006, an acticon device was implanted. On (B)(6)2010, the entire device was removed and replaced due to fluid loss from cuff-cuff was inverted.